Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The physician states that total hip was put in 16 years ago and is dislocated. The patient underwent closed reduction on (B)(6) 2016. The patient underwent open procedure (B)(6) 2016. The surgeon attempted multiple times to extract the stem but was unable to do so due to ingrowth. The command stem extractor/inserter threads broke off into stem during attempt. The smith and nephew stem extractor was unable to remove stem also. The head was removed from the stem and appeared to be a 28mm plus 8 v40 head. The surgeon then wanted to retrial with a new 28mm head and did so by deciding on a 28mm plus 4mm head. The head was opened and implanted. The surgeon went through rom and stability checks and determined the patient was stable and proceeded to close.